Manufacturer narrative:
Initial and final MDR 1891492 - device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, the patient experienced that four infusion sets cannula were bent and the patient faced symptoms within 3 hours of insertion. The patient was admitted to the emergency room and the duration of 3 hours was observed and the patient was hospitalized, and the cause of hospitalization was diabetes. The patient was discharged on (B)(6) 2024. The blood glucose level was 600 mg/dl and the patient also resolved the issue via mdi. The patient also received treatment of IV & fluid of saline & insulin. The site of insertion was the abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.